Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the 1688 ccu turns off in the case. There was no harm or delay reported to the patient or users. The unit was replaced during the case.